Event description:
The foreign distributor (B)(6) reported that the user facility experienced a blood line leak approximately two hours after the mps system was put into use during the surgery. It was reported the medical staff heard a "clicking" noise from the mps prior to discovering the blood leak, which had pooled at the bottom of the mps. Photos from the distributor indicated the alleged leak originated from the bushing-to-tubing connection of the pump cassette. There were no patient complications reported as a result of the alleged issue. The device was returned to the manufacturer for analysis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.